Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, chronic totally occluded, distal circumflex; however, after predilatation was performed the 2.75 x 28 mm xience v stent delivery system would not cross the lesion. During the attempt to cross, the proximal shaft of the xience v separated. A same size xience v sds was used successfully to complete the case. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the shaft of the device did not separate during use; however, the shaft of the device was kinked during the attempt to cross the lesion.